Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol modified kugel patch (device #2) may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol modified kugel patch (device #2). An additional emdr was submitted to represent the bard/davol (device #1). Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2014: the patient underwent surgery for implant of two (2) unspecified bard/davol modified kugel patch (device#1 and device #2) . The patient is only making a claim for an adverse patient outcome against the two (2) modified kugel hernia patch (device #1 and device #2) . The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol modified kugel patch (device #2)may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Upon review of medical records, it was confirmed there was no adverse event or medical/surgical intervention associated to the modified kugel patch implanted to treat the patient's bilateral inguinal hernia. Review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-oct-2013) is considered to be a best estimate. This supplemental emdr represents the modified kugel patch (device #2). An additional supplemental emdr was submitted to represent the modified kugel patch (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2014: the patient underwent surgery for implant of two (2) unspecified bard/davol modified kugel patch (device#1 and device #2). The patient is only making a claim for an adverse patient outcome against the two (2) modified kugel hernia patch (device #1 and device #2). The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2014 - patient was diagnosed with bilateral inguinal hernia thereby underwent open repair with the implant of modified kugel patch (right side, device #1) and modified kugel patch (left side, device #2). Per operative notes, ¿indirect inguinal hernia was dissected from the peritoneal. Two modified kugel patch were deployed to the right, as well as left inguinal side and secure both mesh with suture.¿ (B)(6) 2016 - patient underwent ilioinguinal/iliohypogastric nerve block. (B)(6) 2017 - patient was diagnosed with recurrent right inguinal hernia thereby underwent laparoscopic repair with the explant of modified kugel patch (right side, device #1) and implant of synthetic mesh. Per operative notes, ¿the mesh had migrated. The mesh was carefully dissected. A synthetic mesh was placed into abdomen and secure it with suture.¿ attorney alleges that the patient had mesh migration, nerve damage, pain, hernia recurrence and emotional injuries.